Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill is broken during proximal femoral fracture surgery. No delay to surgery time. Patient is fine. This complaint involves one part. Good outcome. No broken piece remained in patient. All broken parts retrieved. No medical intervention needed. Procedure completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(Added method code to reflect the device history record review that was conducted; results were reported on the previous july 7, 2016 medwatch submission) product investigation summary: the visual inspection of the returned reamer confirmed a broken tip as reported. There are also a lot of wear marks and scratches visible on the whole item. The cutting edges are completely worn out. The review of the device history record showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, the exact cause which has led to this breakage could not be confirmed. It is likely that a mechanical overload situation led to damages by exposing the device to parameters outside of the approved range. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Legal manufacturer: external supplier (B)(4). Manufacturing date: february 22, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.